Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device displacement and migration/migration') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), menorrhagia ("heavy period") and pelvic pain ("severe pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion and menorrhagia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered device dislocation, device expulsion, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: reported : date of removal: (B)(6) 2017 (noted discrepancy). Plaintiff received treatment for bleeding and migration. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Event : gen.abnorm.bleed, device expulsion added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device displacement and migration/migration') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), menorrhagia ("heavy period"), pelvic pain ("severe pain,pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and device expulsion outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and urinary tract infection had not resolved. The reporter considered bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: reported : date of removal : (B)(6) 2017 (noted discrepancy). Plaintiff received treatment for bleeding and migration. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was updated. Added event abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection: uti,device monitoring procedure not performed. Updated outcome of event from unknown to not recovered/not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device displacement and migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period") and pelvic pain ("severe pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia and pelvic pain outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.